Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10761. Reported via maude report # mw5064991. It was reported that rotawire fracture occurred. The target lesion was located in the left anterior descending artery(lad). A 330cm rotawire" and a rotablator burr were selected for use. During preparation, while testing the device outside patient's body, the rotawire snapped at the point of the burr. The procedure was completed with another of the same rotawire. No patient complications were reported.